Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirms a piece of the tip broke off. The fractured piece was not returned for examination. Previous investigations found the end tip was changed (addition of radius and blend) in order to increase the strength of the component, on (B)(4) 2008 via eco# (B)(4). The first batch of the new design is lot number 2761863. The complaint sample was manufactured after the design changes. The root cause is attributed to misuse. An as400 search found the lot was manufactured on april 5, 2010. A previous investigation found that a depuy france supplier reviewed the device history records and found the product conformed to the required specifications and found no manufacturing deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
The orientation guide broke during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.